Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) from a healthcare professional (hcp) via company representative who reported that they were planning to replace the patient¿s pump. Eos (end of service) was expected in (B)(6) 2020, but the physician was concerned that there was an issue with the pump given that there were multiple medications being delivered by the pump and until recently the patient was getting adequate pain relief. A request was submitted to replace the pump early given the physician¿s request and his concern for the patient and the procedure to replace the pump was approved. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial/lot #: (B)(4), ubd: 15-may-2003, UDI#: (B)(4), implanted: (B)(6) 2002, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a [healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving an unknown drug an unknown concentration and dosage via an implantable pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). On (B)(6) 2020, it was reported that the patient went to the emergency room on (B)(6) 2020 as the patient heard an alarm coming from the pump and was experiencing pain and symptoms of pain medication withdrawal. At the ER, the patient was treated for pain and the alarm did not continue sounding. No manufacturer's representatives were contacted by the ER during the patient's visit. No environmental/external/patient factors that might have led or contributed to the issue. The patient was scheduled for a catheter dye study on (B)(6) 2020 and, depending on the results of the study, a possible catheter and pump replacement on (B)(6) 2020. Approval to proceed with surgical intervention scheduled for (B)(6) 2020 was obtained. The issue was not considered resolved at the time of the report. The patient's status at the time of the report was listed as "alive-no injury". No further complications were reported.